Event description:
A facility reported that the excel 36khz straight handpiece each1 (c2602) emitted a vibration alert and the amplitude went to10%. The facility has not reported if there was patient involvement, injury or surgical delay related to this event.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Cusa excel 36khz straight handpiece (c2602)) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis : the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The device had vibration alert and amplitude lowers to 10%. Root cause analysis: the root cause was confirmed as transducer delamination. Complaint is consistent with transducer delamination which occurs because of braze degrading in the field corrective action was initiated and implemented in april 2021 and the solution was identified as using an alternative braze filler alloy which does not contain zinc. A trial was completed which confirmed that the use of a trial alternative braze alloy. The trial confirmed that the change does not affect the handpiece function. This device was manufactured prior to corrective action.